Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address implant wear, osteolysis, and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 27 october 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 27/10/2015.

Manufacturer narrative:
Hospital reported to (B)(4): implantation of hip-tep left on (B)(6) 2008. No problems after procedure. Since about 9 weeks increasing pain at left hip at every step, no pain at night. Two crutches needed to used. Walking distance reduced to about 100 m. X-ray showed asymmetric pe wear and osteolysis, no loosening of implant. Revision of pe-inlay and head on (B)(6) 2015. Examination of the returned liner and femoral head cannot confirm the reported asymmetrical polywear. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. X-rays and medical records were reviewed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending sep-419 depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.